Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), pod packing coils (pod pcs), a non-penumbra catheter, and a guidewire. During the procedure, one pod pc was successfully implanted in the target location using the lantern. While advancing the next pod pc through the distal tip of the lantern, the coil became stuck. Therefore, the pod pc and lantern were removed from the patient. The procedure was completed using a new lantern and the same pod pc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern revealed an ovalization on the distal shaft. If the device is forcefully pinched or gripped during use, damage such as this may occur. During functional testing, a demonstration pod coil was advanced through the lantern with resistance due to the ovalization on the distal shaft. The ovalization likely contributed to the resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.